Manufacturer narrative:
The proximal end connector of the valve was found to shorter than the distal end connector. The proximal and distal ends measured at 0.187" and 0.226", approximately. The base of the valve on the proximal end of the valve did not appear to be trimmed all the way to the connection of the add on connector and therefore, caused the available connector length on proximal end to be shorter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it seemed that the ventricular connection site was much shorter than it was supposed to be. The facility was currently ceasing all use of the valves. Additional information received reported that just by looking at the valve in the sterile packaging, there was a distinct difference between the two connectors. The distal connector was much longer than the proximal connector.